Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2020, the monitor changed language to (B)(6). No injury was reported during this event.

Manufacturer narrative:
No injury reported. Field service engineer went onsite verified the reported issue, reassigning the device to the english language resolved the issue. And performed a touchscreen calibration. This report is complete, and this issue is considered closed. H3 other text: placeholder.